Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 397mg/dl. Troubleshooting was performed. The time, date, and daily totals were correct. It was stated that the customer changes her infusion set every three days. Ran a fixed prime test and the mother saw air bubbles. The mother stated that the customer was disconnected from the insulin pump per doctor's instructions, and she was advised not to use the device until she is sure the device is functioning properly. Performed the high pressure test twice and the insulin pump did not pass the test. Advised the customer to discontinue use of the insulin pump. No further information was provided.